Manufacturer narrative:
Conclusion: according to the information received, the battery life of the rondo 2 audio processor was short and a "gel-like" leakage was discovered. The investigation revealed that the battery capacity was out of specification, explaining the battery issues, however no leakage of the battery was observed during device investigation. This is a final report.

Event description:
The user reported that the device has an issue with holding its charge and that the battery life is short. Furthermore, they discovered a gel-like leakage on the surface of the magnet. The user was not injured by any leakage.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the device has an issue with holding its charge and that the battery life is short. Furthermore, they discovered a gel-like leakage on the surface of the magnet. The user was not injured by any leakage. The device will be sent to hq.